Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that when the customer's pump was replugged after being completely discharged, the insulin gauge displayed 0 even though 300 units of humalog were added. Customer performed a "cartridge change" to reset this value, but during the load process, the pump prompted that a minimum of 50 units were required to proceed. This issue elevated the customer's blood glucose level to 219 mg/dl, but he switched to mdi pens.